Event description:
It was reported by the sales rep that during a ladg, the blade was broken off when a nurse cleaned it outside the patient. No error code was displayed. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.